Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events : 8 events were reported for this quarter.   Product return status : 8 devices were received for evaluation.   Evaluation status : 1 reported event was confirmed during testing. - 1 device was found to be affected by a damaged hose. 7 device evaluations are in progress.   Additional information : 8 devices were not labeled for single-use. 8 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 8 total events were initially reported. 8 previously reported events are included in this follow-up record.   Product return status 8 devices were received.   Evaluation status confirmed 8 reported events were confirmed during testing. - 8 devices were found to be affected by a damaged hose.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.